Event description:
The patient's age was unknown, but was a female. The target lesion was the proximal to distal lad. The lesion was a de novo, moderately calcified and moderately tortuous. There was 90% stenosis. First cypher select plus (3.0/33mm) was initially implanted. Because there was residual stenosis distal to the 1st implanted cypher select plus, a 2nd cypher select plus (complaint product: 3.0/13mm) was delivered to the target lesion, but the 2nd cypher select plus became caught on the proximal end of the 1st cypher select plus implanted. Therefore pre-dilation was conducted again and the physician tried to redeliver the 2nd cypher select plus but the 2nd cypher select plus became caught on the proximal end of the 1st cypher select plus again and it would not advance further even after several tries. The physician confirmed the 2nd cypher select plus to be flared at the distal end. To complete the procedure, a different stent (nobori 3.0/14mm) was implanted distal to the 1st cypher select plus without issues, and the procedure was finished successfully. There was no patient injury reported. The product will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15222266 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Nonconformances: no nonconformance records were issued for this lot. Process monitoring: no excursions were found for lot 15222266. Pre-sterile assy cypher select subassembly lot 15222269 was reviewed. It was observed during review of this lot that no nonconformances and process excursions were generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Crossing profile inspection records were reviewed and this lot was deemed acceptable. Fpi and lpi crossing profile test results were reviewed and no anomalies were found. Stent crimped process and stent retention values were reviewed and no anomalies. With the information available and without the product available for analysis the complaints could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the events based on the limited information available. However, there are possible vessel characteristics, specifically the calcification and tortuousity that may have contributed to the event. The cypher IFU cautions, "when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent. Should unusual resistance be felt at any time during either lesion access or removal of the stent delivery system pre-stent implantation, carefully attempt to pull the stent delivery system back through the guiding catheter. If resistance is felt in doing so, or if resistance is felt during the removal of the stent delivery system post-stent deployment, the delivery system must be removed as a single unit."